Manufacturer narrative:
G4:18feb2021. B4:04mar2021. H11:g5:k102985. H10: upon a follow up the customer reported that the issue was addressed and reported possible loose connection. No further information was provided by the customer. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2021. Date of report: 04feb2021.

Event description:
It was reported that the ventilator had a check vent alarm for an autozero failure. There was no patient involvement. The customer replaced all 4 solenoid valves and the data acquisition (da) board and the problem persists. The customer was advised to remove the gas delivery system and do a close inspection of the solenoid to da board pins to make sure they are aligned correctly.